Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2008 the patient presented chronic neck pain, fairly severe spondylosis and segmental instability of the c3-4 level with significant pain with cervical motion. The patient also reported occasional numbness and tingling in the left arm and hand. On (B)(6) 2008 the patient presented with worsening chronic neck pain secondary to severe spondylosis at c4-5, c 5-6, and c6-7. Per an MRI, there was some instability at the c3-4 level. On (B)(6) 2008 the patient presented with degenerative disease and underwent a cervical spine MRI which showed diffuse spondylotic changes mainly identified from c3 down to c7. On (B)(6) 2008 the patient presented for f/u on multiple cervical disc disease. X-rays showed a little bit of spondylolisthesis at c3-4 with retrolisthesis on extension. There was retrolisthesis at c4-5, c5-6, andc6-7. The doctor wanted to attain a discography. On (B)(6) 2008 the patient presented with increasing severe neck pain radiating into the left arm. On (B)(6) 2008 the patient presented with back and radicular pain and underwent a lumbar spine MRI w and w/o contrast which was a limited examination due to artifact and the fusion was hard to assess. There appeared to be shallow, non-extruded broad based herniations of the l2-3 and l3-4 discs, both causing mild spinal stenosis. No subluxation was evident. On (B)(6) 2008, in a telephone encounter, the patient requested a selective nerve root injection. On (B)(6) 2008 the patient presented with back and severe neck pain radiating into the left arm and low back, buttock, and bilateral lower extremity pain. The patient reported that they had had the pain for approx. 3.5 years. The patient also reported associated sleep difficulties, headaches, numbness, muscle pain, weakness, and loss of quality of life. The patient complained that when they turned their head too fast it felt like it pinched the nerve from neck to arm. The patient underwent a discogram which demonstrated was weakly positive c3-4; positive c4-5; strongly positive c5-6; and very weakly positive c6-7. The patient underwent a post discogram CT which showed spondyloarthritic changes with spinal stenosis at the c6-7 level with moderate narrowing at the other levels with moderate to severe left-sided neural foraminal compromise most marked on the left at c6-7. On (B)(6) 2008 the patient presented with neck and low back pain. On (B)(6) 2008 the patient presented with neck and left arm pain. It was reported that the patient had undergone a cervical discogram which essentially had concordant discography at c5-6 and possibly c4-5. On (B)(6) 2008 the patient presented with low back pain and the preoperative diagnosis of a herniated disc l2-3 and l3-4, status l4-5 and l5-s1 fusion. The patient underwent bilateral l3-4 transforaminal epidural injections. No patient complications were reported. On (B)(6) 2008 the patient presented with low back pain. On (B)(6) 2008 the patient presented with neck pain. On (B)(6) 2008 the patient presented with pain and had had a positive two-level discography. The patient wished to proceed with a two level acdf c4-5 and c5-6. On (B)(6) 2009 the patient presented with preoperative diagnosis of diskogenic cervical pain c4-5 and c5-6. The patient underwent surgery which consisted of a decompressive discectomy c4-5 and c5-6; anterior cervical fusion c4-5, c5-6 with intervertebral cages; iliac crest autograft; and application of an anterior cervical plate c4-5 and c5-6. No patient complications were reported. On (B)(6) 2009 the patient presented, two weeks post acdf c4-5 and c5-6 with achiness in the left shoulder radiating down into the hand present since the surgery. It was reported that x-rays of the cervical spine "looked very nice." On (B)(6) 2009, the patient presented with mild improvement of left arm symptoms but a lot of pain in the neck and lower back. On (B)(6) 2009 the patient presented with a lot of neck and lower back pain. Arm pain continued to improve. The patient had trace weakness in the left quadriceps and tibialis anterior to the left. On (B)(6) 2009 the patient presented with dyspareunia and underwent a lumbar spine MRI to correlate with (B)(6) 2008 x-rays. Impression: extensive magnetic susceptibility artifact at l4-s1 rendered those levels non-diagnosable. There were degenerative changes at l3-4 and l2-l3. L3-4 showed flattening of the anterior thecal sac and narrowing of the right lateral recess. L2-3 showed a broad based right paracentral disc bulge with effacement of the thecal sac anteriorly. The patient underwent cervical spine x-rays post op which showed hardware appearing well seated. Vertebral bodies well aligned. There was disc narrowing at c3-c4 and c6-c7. On (B)(6) 2009 the patient presented with worsening lower back pain. A MRI showed two-level disc disease above the previous fusion. There was some straightening of the patient&#62688;normal lumbar lordosis but on examination the patient had good sagittal balance. Options discussed were extension of fusion versus dorsal column stimulator. On (B)(6) 2009 the patient agreed to go ahead with a dorsal column stimulator. On (B)(6) 2009 the patient presented with acute flare up of low back pain. The patient reported feeling a &#62479;p&#63497;n their back one week prior. The patient&#62688;right leg pain had lessened. X-rays of the lumbar spine showed more advanced degenerative changes at the supra-adjacent levels of their fusion. On (B)(6) 2009 presented with a lot of neck pain and lower back pain. It was reported that the patient had received no relief with their dorsal column stimulator trial. On (B)(6) 2009 the patient presented with neck and arm pain with limited rom. The patient underwent a cervical epidural steroid injection. No patient complications were noted. On (B)(6) 2010 the patient presented with generalized pain which was discussed as possibly fibromyalgia. The patient also reported some depressive symptoms and cervical spine pain with radiculopathy in the left c5-6 distribution and back and buttock pain radiating down the left leg. The patient received a cervical epidural steroid injection. No patient complications were reported. The patient was prescribed cymbalta and given behavioral pain referral. On (B)(6) 2010 the patient presented with chronic cervical pain and lumbar pain with pain down the right arm and bilaterally down the legs. The patient complained that it felt like the nerves in their neck were pinched. The patient had very limited rom. There was pain on palpitation in the posterior cervical musculature and trapezius. It was reported that the patient had not received significant pain relief from their last two injections. On (B)(6) 2010 the patient reportedly underwent a behavioral health test. On (B)(6) 2010, reportedly, the patient underwent cervical x-rays. On (B)(6) 2010 the patient presented with neck and shoulder pain. The patient underwent a cervical spine CT which showed advanced multi-level spondylosis particularly at the c5-6 level. There was no evidence of fracture or subluxation. Hardware appeared appropriate. At c4-5 there was significant spinal canal narrowing. There was severe left side foraminal narrowing at c5-6. On (B)(6) 2010 the patient presented with neck pain and radicular arm pain. The patient underwent a cervical spine MRI which demonstrated degenerative and post-operative changes with moderate spinal canal stenosis at c3-c4 and c6-7 with slight retrolisthesis of c3/4. On (B)(6) 2010 the patient presented with increasing cervical pain. The patient reported that in the last week their neck had become more uncomfortable and they were having difficulty holding their head up. Per the encounter notes &#65481;t sounds like there is is a nonunion at the one fusion site&#65504;the patient reported they had not really gotten any pain relief from the last procedure. There was significant limitation in rom. The patient received a bilateral cervical facet injection at c4-5, c5-6, and c7-t1. No patient complications were noted. The patient received a 50% reduction in pain. On (B)(6) 2010 the patient presented with chronic cervical pain and lower back pain with pinching pain running into legs or arms and up into the lower jaw. The patient reported difficulty sleeping secondary to pain. The patient reported that they had received approx. 20% relief for about two weeks after last injection. The patient had quite restricted rom especially at extension. The patient underwent cervical facet injections, c3, 4, 5, <(>&<)> 6. A left sided rhizotomy was scheduled. On (B)(6) 2010 the patient presented with persistent generalized pain of fibromyalgia, cervical pain, and pain is shoulders, and arms, sharp pain in the low back, and pain in bilateral lower extremities. The patient also reported they were not sleeping well. The patient received a cervical medial branch block. No patient complications were reported. On (B)(6) 2010 the patient presented with pain in neck, shoulders, and arms and between shoulder blades &#63494;acet joint arthorpathy. The patient also reported low back and bilateral leg pain. The patient underwent a left sided rhizotomy. Four lesions at c3 and c4. Three lesions at c5 and c6. No patient complications were noted. On (B)(6) 2010 the patient reportedly underwent x-rays. On (B)(6) 2010 the paint underwent lumbar spine x-rays which showed decompressive laminectomy at l5. Pedicle screws present between l4, l5, and s1 with interbody fusion. There did not appear to be any motion or subluxation at that level. There wasretrolisthesis at l2 over l3 but no evidence of motion. On (B)(6) 2010 the patient reported increased back pain and the feeling of something popping in the back when moving. And a "stabbing sensation. The patient complained of some burning into the neck where the last rhizotomy was done and did not want to go ahead with the rhizotomy to the other side. There was concern as to the amount of medication and frequency that the patient was getting their medications. It was reported that the patient was on darvocet, percocet, and oxyir although the oxyir was reported to be the last prescription they could attain. The doctor was concerned about the amount of acetaminophen/tylenol use as this was thought to be excessive (7242 mg a day). The patient did not think they had a problem. The doctor recommended stopping the darvocet, cutting down on percocet and increasing gabapentin. On (B)(6) 2010 the patient underwent an antibody screen which revealed anti-fya (anti-duffy antibody. The patient underwent an elect rocardiogram which was normal. On (B)(6) 2011 it was reported that x-ray showed severe and worsening degeneration at the c3-4 level and severe degenerative changes at the c6-7 level. The patient had retrolisthesis of c3-4. A CT scan had shown a pseudoarthrosis at c5-6 level. Impression: pseudoarthrosis and severe adjacent segment degeneration above and below fusion. On (B)(6) 2011 the patient presented with progressively worsening neck pain and the preoperative diagnosis of segmental instability, c3-4, severe degenerative disc disease, c3-4, c6-7; and pseudoarthrosis, c5-6. The patient underwent a two part surgical procedure which entailed, part 1: a decompressive discectomy c3-4; anterior cervical fusion c3-4, c6-7 with insertion of interbral cages and use of allograft and helios; part 2: application of mayfield points; posterior fusion, c3-7 with segmental instrumentation and use of local autograft, infuse and demineralized bone matrix. Per the operative report &#65492;he spinous processes of c4, 5 and 6 were removed and morcellized for use as local autograft. The posterior lamina and lateral masses were decorticated with a high speed bur. The autograft was packed all along the fusion bed. Infuse was packed from c3 down to c7, as well as some demineralized bone matrix&#65504;it should be noted that at level c3/4 significant instability was found and eburnated bone on both endplates was observed. Fluoroscopic guidance was utilized for verification/alignment. No complications were noted. The patient was placed in a cervical orthrosis. On (B)(6) 2011 the patient reported difficulty swallowing and pain radiating into the upper extremities, left > right (similar to pre-op pain). The patient underwent f/u cervical spine x-rays which showed satisfactory appearance, status post multilevel pedicle screw fusion and interbody cage placement c3-4 and c6-7. Previous surgical changes were stable as well. On (B)(6) 2011 the patient presented with dysphagia. On (B)(6) 2011 the patient presented with pain in shoulders and difficulty swallowing (improving). The patient was discharged from hospital. On (B)(6) 2011 the patient presented, 5 days post op, with neck pain, nausea, difficulty swallowing, chronic diarrhea, dehydration, hypokalemia, and dysphasia. The patient was admitted to hospital. The patient underwent an electrocardiogram which showed a normal sinus rhythm and no significant changes from previous tracings. On (B)(6) 2011 the patient was found to have moderate to severe pharyngeal dysphagia with consistent airway penetration with thin li quids. The patient had no epiglottic deflection and was at risk for aspiration. On (B)(6) 2011 the patient presented continued difficulty swallowing. The patient underwent a flexible laryngoscopy which revealed mobile vocal cords with minimal edema of the cords, some foaming secretions and it was felt that the dysphagia was probably secondary to neuropraxia of the pharyngeal plexus. It was expected that there would be spontaneous improvement over several months. The patient underwent cervical spine x-rays which showed no evidence of an acute bony abnormality. A soft tissue neck x-ray was taken which demonstrated some persistent soft tissue swelling from c3 through c7. The amount of swelling appeared stable and slightly improved from prior study. On (B)(6) 2011 the patient was discharged from hospital. On (B)(6) 2011 the patient presented with chronic low back pain, radicular pain, and lumbar spine disc disease. The patient underwent a lumbar spine MRI which showed degenerative and postoperative changes. There was spinal canal stenosis t l1-l2 and moderate stenosis at l2-3. The findings were more pronounced than (B)(6) 2009. State of the bone union was difficult to access due to large amount of artifact. There was extensive artifactual degradation through the lower lumbar spine on 18 aug 2011 the patient presented with hyperlipidemia, hypertension, hypothyroidism, and dysuria. The patient underwent various labs including but not limited to a lipid panel, comprehensive metabolic panel, thyroid stimulating hormone, and a urinalysis. Allergy panel and a biopsy of the lymphatic structure. On (B)(6) 2011 the patient underwent an electrocardiogram which showed a normal sinus rhythm and minimal nonspecific st-t wave change. On (B)(6) 2011 the patient underwent an anti-body screen which was positive for anti-fya (anti-duffy antibody). On (B)(6) 2011 the patient presented with loss of lordosis, increasing back and bilateral lower extremity pain and the preoperative diagnosis of adjacent segment degeneration and stenosis l3-4; severe degenerative changes at l2-3; and loss of sagittal balance, status post l4-s1 fusion. The patient underwent surgery which consisted of hardware removal l4-s1; re-insertion of pedicle screws, l4 and s1; osteotomy l1-2, l2-3, and l3-4; posterior transforaminal lumbar fusion l3-4; and posterior fusion l1-4 with segmental instrumentation and decompressive laminectomy l2-4 with bilateral l3 and l4 foraminotomies. Per the operative report. The bone graft was placed from l1 down to l4 in the posterolateral gutters as well as some infuse&#65504;it should the noted that when removing the hardware, the l5 screw on the left side did have to the tip of a broken screwdriver in it, which made removing it difficult. Intraopera tive emg and imaging was utilized for verification and alignment. There was estimated 700 ml of blood loss. There were no complications noted. On (B)(6) 2011, while still hospitalized, the patient presented with a distended belly and lack of appetite. A full plate of the abdomen was ordered as there was concern for an ileus. On (B)(6) 2011 the patient presented with difficulty with pain control. On (B)(6) 2011 the patient was discharged from hospital. The discharge diagnosis included acute blood loss anemia. On (B)(6) 2011 the patient presented with a lot of back pain and achiness in the legs, x-rays looked good. On (B)(6) 2012 the patient was reported as doing very well after their fusion to t12. The patient reported a 60% or greater relief in pain. X-rays of both constructs looked good. It was noted that the cervical spine looked healed. On (B)(6) 2012 the patient presented with increased pain from the upper part of incision radiating to the groin. The patient reported that while doing some housework they had increased pain (onset several days). The patient also reported some chronic numbness in the buttocks. The patient received an increase in their neurontin. On (B)(6) 2012 the patient presented with back pain and lumbar spinal disease. The patient underwent a MRI which showed degenerative and post operative changes as described with more widespread postoperative changes than the previous study of (B)(6) 2011. No disc herniation or significant spinal canal stenosis. There was a nerve root sleeve cyst in the mid sacrum. The state of the one union was somewhat difficult to assess due to surrounding artifact. The lumbar nerve root neural foramen was poorly see due to artifact. On (B)(6) 2012 the patient presented with back, groin, and hip pain. On examination there was a lot of irritability about the hip and the patient was very tender in the greater trochanter area. Hip x-rays were normal. A MRI of the lumbar spine showed nothing remarkable. The patient received a bursal injection on the right hip which gave some relief. On (B)(6) 2012 the patient presented for chronic opioid management. The patient reported chronic right leg, severe low back, and some cervical pain. The patient reported side effect from hydrocodone. The patient reported using medical marijuana occasionally but was willing to stop if necessary. The patient had been compliant with their narcotic usage. Medications: percocet, oxycontin, soma, aviane, levoxyl, zestoretic, cymbalta, neurontin. On (B)(6) 2012 the patient presented with improvement from therapy. It was noted that the patient was on an &#61527;ful lot of medication&#63489;nd would not be prescribed more beyond the one year point from the patient&#62688;surgery. Assessment: lumbar radiculitis, lumbar post laminectomy, lumbago, and sacroilitis. The patent received a caudal epidural steroid injection and a sacroiliac joint injection. No patient complications were reported. On (B)(6) 2012 the patient presented with constant low back and bilateral lower extremity pain. It was reported that radicular symptoms went down into the right knee nothing on the left. The patient described the pain as cramping, sharp, shooting and stabbing. There was pain on palpitation of the s1 joint bilaterally. The patient reported an approx. 20% pain relief from the last treatment and that it lasted approx. 2 weeks. The patient was reported as attending physical therapy but not behavioral pain management. The patent received a caudal epidural steroid injection and bilateral s1 injections. No patient complications were reported. On (B)(6) 2012 the patient presented with low back pain and buttocks pain radiating into the right leg down to the knee. The patient reported that their leg and hip bothered them mostly at night. On (B)(6) 2012 the patient presented with low back and lower left sided extremity pain. The patient reported an approx. 30% improvement in pain relief that lasted approx. 1 month from the last injections. The patent received a caudal epidural steroid injection and a sacroiliac joint injection. No patient complications were reported. On (B)(6) 2012 the patient presented with burning, aching, pressure pain in the low back radiating into the right leg. On (B)(6) 2012 the patient presented with pain over the greater trochanter. The patient received a greater trochanter injection. On (B)(6) 2012 the patient presented with constant back pain predominately in the right lumbosacral region with radicular symptoms d own he leg. The patient reported and occasional grabbing sensation in the leg and tightness. In addition the patient reported neck pain, bilateral hip pain, shoulder pain, myalgias, stiffness, and headaches several times a week. The patient reported dysphagia since cervical fusion in 2011. The patient had trigger point tenderness with palpable spasticity in the upper extremities, cervical, thoracic, pelvis, sacral, lumbar spine, and lower extremities. On (B)(6) 2012 the patient presented with neck pain with stiffness <(>&<)> tightening, shoulder pain, upper back pain, low back pain, bilateral hip pain right > left, and right leg pain. The patient complained of malaise, headaches, sleep disturbance, fatigue, anxiety, and distress secondary to pain. On (B)(6) 2012 the patient presented with increased pain in the thoracic region and shoulders. The patient felt they may have sprain themselves. The patient also reported neck, upper back, mid back, low back, hip, right leg groin and anterior thigh pain and difficulty with sleep. The patient also complained of weight loss (secondary to jaw pain from dental work), fatigue, malaise, headaches, and stiffness. A note was made that the patient was to try to wean down the dosages of oxycontin, percocet, and soma. On 07 nov 2012 the patient presented with low back pain and myalgias located in the hip girdle, in the right hip and on the back. It was described as chronic aching with stiffness and tenderness. Frequency of myalgias was daily, lasting 2-4 hours. On (B)(6) 2012, approx. 1 year post op a lumbar extension, the patient presented with chronic back and leg pain. X-rays showed what appeared to be a solid fusion. On (B)(6) 2012 the patient presented with right sacroiliac pain significant since (B)(6) 2012. The patient also reported neck, upper back, mid back, low back, hip, right leg groin and anterior thigh pain and difficulty with sleep. The patient also complained of fatigue, malaise, headaches, and stiffness. On examination the patient had a left sacral shear with impingement to the right sacral base. This was resolved after osteopathic manipulation. On (B)(6) 2012 the patient presented with myalgias. On (B)(6) 2012 the patient reported that their left anterior thigh began backing up and that they were unable to walk more than 50 feet. The patient was also still very painful. On (B)(6) 2012 the patient presented with height loss/menopausal. The patient underwent a dexa scan for bone density which showed osteopenia. On (B)(6) 2012 the patient presented with myalgias. It was noted that while right leg pain and muscle spasm have been reduce.the patient had persistent adductor brevis in the right hip. On (B)(6) 2013 the patient presented with neck pain with pain into the shoulders as well as persistent pain in legs, hips and back. The patient had new bilateral hand and wrist pain. The patient continued to have insomnia and fatigue and reported waking with hot flashes. On (B)(6) 2013 the patient presented with myalgias in the right hip and tight leg. On (B)(6) 2013 the patient presented with pain and was switched from percocet to norco. The patient continued to have pain in neck, back, hips, shoulders, and upper and lower extremities. On (B)(6) 2013 patient presented with continued pain in neck, back, hips, shoulders, and upper and lower extremities as well as complaining of insomnia, malaise, headaches, and fatigue. Neurontin was increased. The patient reported that the trial of weaning off percocet to norco had not worked well. The patient was put back on percocet. On (B)(6) 2013 the patient presented with continued pain in neck, back, hips, shoulders, and upper and lower extremities as well as complaining of insomnia, malaise, headaches, and fatigue. Neurontin was increased. The patient also had a fine erythematous rash on the cheek. The patient reported some relief from insomnia with an overt the counter sleep aid. On (B)(6) 2013 the patient presented with myalgias located in right hip, both shoulders, on abdomen, and on neck. On (B)(6) 2013 the patient presented with increased back pain. On (B)(6) 2013, the patient presented with myalgias located in one or more of the following: on the chest, left shoulder, right shoulder, neck, and/or arms. On (B)(6) 2013 the patient presented with one or more of the following: stress, acute distress, and continued pain in neck, back, hips, shoulders, and upper and lower extremities as well as complaining of insomnia, malaise, headaches, fatigue, and hypotension due to medications. On (B)(6) 2013 the patient presented with myalgias located on both shoulders and neck. On (B)(6) 2013 the patient underwent various labs &#63508;he patient was positive for high cholesterol. On (B)(6) 2013 the patient underwent a follow-up mammogram and ultrasound. Results: no mammographic evidence of malignancy in the right breast; two foci of probably benign tightly grouped micro calcifications had developed in the right upper breast since 2007; no suspicious imaging features were present; bi-rads category 3: probably benign finding. On (B)(6) 2013 the patient presented with chronic back and leg pain and right greater trochanteric pain. The patient was very tender in the right greater trochanteric area. It was noted that the patient had had good relief with a greater trochanteric injection in the past. The patient also felt they were leaning to the left a bit. The patient was to be given a left shoe lift. The patient received a lidocaine/marcaine/kenalog injection. On (B)(6) 2013 the patient underwent lipid panel for hyperlipidemia. Results: mildly elevated cholesterol/hdl ratio. On (B)(6) 2013 the patient reported having been in a mva and complained of achiness all over and was more tender than normal and had a bruised collarbone. The right forearm had a powder burn from the airbag deployment. The patient had had three migraines earlier that week. On (B)(6) 2013 the patient complained of significantly worsening symptoms since the mva and presented with bruising of the right forearm, right medial calf, and whiplash-type symptomology. On (B)(6) 2013 the patient underwent various labs including but not limited to a lipid panel. On (B)(6) 2013 the patient presented with facial pain, sinus pain, cough, sore throat, and post nasal drip. The patient was prescribed zithromax. Hip x-rays and labs were ordered. On (B)(6) 2013 the patient presented with resolved sinusitis and a bronchitis infection. The patient&#62688;primary concern was neck and shoulder pain, upper back and mid back pain, as well as low back and hip pain especially in the area of the right groin radiating into the right thigh. The patient reported interrupted sleep secondary to pain. On (B)(6) 2013, the patient presented with the patient presented with one or more of the following: stress, acute distress, and continued pain in neck, back, hips, shoulders, and upper and lower extremities as well as complaining of insomnia, malaise, headaches, fatigue, and hypotension due to medications. On (B)(6) 2013 the patient presented with myalgias located diffusely in the hip girdle, bilateral hips, shoulders, chest, back and neck. The frequency was listed as hourly with episodes that can last up to 18 hour. The patient reported experiencing a lot of pain after their last physical therapy session. On (B)(6) 2013 the patient complained of exquisite pain in the right elbow significantly worse in the last three weeks and that they could not lift anything without shooting pain. The patient also reported frequent headaches, neck and shoulder pain, lower back and lower extremity pain, as well lateral epicondylar injection of kenalog and lidocaine. The patient underwent labs to check for a vit d deficiency. Lab was normal. On (B)(6) 2013 the patient reported that their elbow was significantly improved. The patient was having difficulty managing breakthrough pain and was given a prescription for oxycontin to add to their current oxycontin medications. This was for breakthrough pain only. On (B)(6) 2014 the patient reported improving elbow pain and ongoing neck, shoulder, back, and leg pain. The patient requested another elbow injection but this was denied at that time. Hip x-rays were ordered. On (B)(6) 2014 the patient presented with daily headaches running from the cervical occipital junction into the temporal and frontal regions. Additionally the patient reported elbow, neck, shoulder, back, right hip, and right groin pain. The doctor felt the pain in groin and hips was most likely osteoarthritis. The patient was also suffering from poor sleep secondary to pain. The patient reported that their pain had been so serve they used additional oxycontin and would be ruining out early because of this. The patient received an injection to the elbow. On (B)(6) 2014 the patient presented with myalgias located diffusely in the hip girdle, right hip, shoulders, chest and neck. The frequency was described as daily. On (B)(6) 2014 the patient reported that their elbow was much improved form the last injection. The patient still had ongoing pain in the neck, shoulder, back, right hip, and groin. The patient reported the most painful region was the thoraco lumbar area and the abdominal region and that it felt like they were wearing a tight corset. On (B)(6) 2014 the patient presented with myalgias located diffusely in the hip girdle, right hip, shoulders, chest and neck. The patient also reported stiffness, arthralgia(s), muscle weakness, osteoporosis, and shoulder pain. On (B)(6) 2014 the patient presented with intermittent cervical headaches; neck and shoulder stiffness and soreness; hip and leg stiffness and soreness; and right groin pain. The patient underwent a musculoskeletal examination which revealed the patient to have trigger point tenderness with palpable spasticity on palpation of the cervical occipital junction, cervicothoracic junction, scapul ohumeral muscles, paravertebral muscles of the thoracic and lumbar spine, deep gluteal musculature, spasticity of the quadriceps femoris, iliotibial bands, medial and lateral heads of the biceps femoris as well as medial and lateral gastrocnemius muscle spasms. The patient underwent right hip x-days which showed no acute disease; no fracture or dislocation; no evidence of foreign language.

Manufacturer narrative:
Evaluation of radiographic images found as follows: this patient presents with cervical problems that required a two level acdf in 2009-2010. This healed uneventfully and did not include rhbmp. Followup through 2010 showed ongoing cervical facet pain and fibromyalgia that was treated with medial branch rhizotomy. Needle placemenst are documented on accompanying films. These films are of exceptionally poor quality but can verify the two above procedures. In 2011 the patient underwent acdf at c3 and c6 with posterior instrumentation. This was done posteriorly with rhbmp. Postop shortness of breath was reported and is a known complication associated with rhbmp even though infuse was used only posteriorly it is reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.